Event description:
It was reported that during a lap cholecystectomy, the staples remained open, not allowing the correct stapling of the vessel. Used another device to finish the case. No adverse patient consequence.